Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device bearings were corroded, the locking components and cable were damaged and the hose had a hole/crack. It was also observed that the test run was not possible, the motor and control were damaged and the device had liquid damage. It was further determined that the device failed pretest for loctite and cable assessment, cutter lock assessment and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was noted in the service order that the device did not work during an unspecified surgical procedure. It was reported that a spare device was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.